Event description:
New information received notes the riata lead was capped on (B)(6) 2023 and replaced.

Event description:
New information received notes the patient had no symptoms and was stable following the procedure.

Event description:
It was reported that noise, oversensing leading to inappropriate shock was observed on the right ventricular (rv) riata lead during an in person check in clinic. Programming changes were made. The rv lead was awaiting explant. The patient was stable.